Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the door failed and was unable to recover. The customer attempted to reboot the system but was still unable to open the door. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer assisted the customer through the call, and the customer recovered the failed door, and confirmed that the station was working properly. The system functioned as intended after the field service engineer assessed the device.